Event description:
It was reported that the catheter experienced a deployment/undeployment failure. During a procedure to treat left atrial flutter, an intellamap orion catheter was selected for use. A deployment issue was observed with the catheter, which had not been present during initial preparation or at the start of the procedure. Attempts to retract the catheter into the sheath were difficult. As a result, the catheter was replaced. The procedure was successfully completed using a different device of the same model. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks h6 (evaluation method codes, evaluation result codes, and evaluation conclusion codes) and h11 (device analysis) have been updated based on the findings from the investigation, which was re-closed on november 4, 2025, following the return of the device. Upon receipt at our post market quality assurance laboratory, the intellamap orion catheter was visually inspected. It was found that the central support of the device was kinked. Product analysis confirmed the reported event of catheter deployment/undeployment failure. It is most likely that the reported event was due to the handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure, which could have affected the device performance and integrity.

Event description:
It was reported that the catheter experienced a deployment/undeployment failure. During a procedure to treat left atrial flutter, an intellamap orion catheter was selected for use. A deployment issue was observed with the catheter, which had not been present during the initial preparation or at the beginning of the procedure. We attempted to retract the catheter into the sheath, but it was difficult. As a result, the catheter was replaced. The procedure was successfully completed using a different device of the same model. There were no patient complications. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the intellamap orion catheter was visually inspected. A kink at the central support was observed, confirming the reported issue. A photo attached to the complaint record also corroborated the allegation, indicating that the damage prevented proper deployment/undeployment of the catheter. It is believed that additional factors such as device handling, the technique used by the physician, and procedural challenges, may have contributed to the device's performance and structural integrity, resulting in the observed damage and clinical findings.

Event description:
It was reported that the catheter experienced a deployment/undeployment failure. During a procedure to treat left atrial flutter, an intellamap orion catheter was selected for use. A deployment issue was observed with the catheter, which had not been present during the initial preparation or at the beginning of the procedure. We attempted to retract the catheter into the sheath, but it was difficult. As a result, the catheter was replaced. The procedure was successfully completed using a different device of the same model. There were no patient complications. The device has been returned for analysis.